Event description:
It was reported that a spectrum pump constantly displayed the door not fully latch message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during evaluation. They were caused by an out of adjustment upper door hook. The device was recalibrated.